Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that since the implant he had been having problems with the controller connecting to the pump to bolus because the handset lags at 90% for about at least 10 minutes. The gent reviewed data and walked the patient through deleting the data and the patient was able to connect to the pump with no lag. The patient stated that he went to their physician today to have the pump filled and the physician adjusted the prescription, and he has a physician bolus in progress for about 30 hours. The agent reviewed the physician bolus in progress and redirected the patient to their physician. The patient will call back if he needs further assistance.